Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow-up, it was reported that the pd catheter was removed and the patient decided to permanently continue with hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain and abdominal pain. The cause of the event was not reported. The same day as event onset, the patient presented to the emergency room; however, the patient was not hospitalized for the event. On an unreported date, the patient was hospitalized for the event. The patient was treated with vancomycin (intraperitoneal, dose, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event and pd therapy was ongoing. No additional information is available.